Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimates.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple, intermittent inaccurate fill estimates of 105 units and remained static. Reportedly, the cartridges were filled with 250 units of insulin. During one occurrence, the customer delivered a 10 unit bolus, and the insulin gauge decreased to a fill estimate of 85 units. Blood glucose level was 122 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.